Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the tip of the lead was wrapped by myocardial fiber. When the fiber was removed the tip was damaged. The lead was discarded and replaced. No patient complications have been reported as a result of this event.